Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25april2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the units "check mark" button did not work. There was no patient involvement. Event date not specified: estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 20sep2019. Date of report: 23sep2019. The support service performed troubleshooting and confirmed the reported problem. Upon further investigation, it was found that the nav ring was faulty, the front and rear bezel were cracked, and the blue end cap was also cracked.the support service advised the customer that the front and back bezels and the nav ring would be covered under field changed order (fco), however the button was not and neither was the blue cap. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.